Event description:
The user cut the catheter tube without removing the stylet; the stylet remained inside the pt body. The stylet was removed 6 days after placement. The user admitted that this event was a user-related issue. The stylet embolized and was successfully removed.

Manufacturer narrative:
The complaint of a damaged stylet wire is confirmed and will be reported as user-related. No manufacturing defects were observed during gross and microscopic examinations. Returned for evaluation is a section of a flush through stiffener stylet wire that is contained in a groshong 4 fr PICC clearvue catheter. The damaged stylet wire was returned loose. Gross and microscopic examinations reveal multiple bends proximal to the distal end of the wire. The distal tip of the stylet terminates with its manufactured blunt and round end. The proximal end of the stylet wire contains evidence it was cut with a sharp instrument. Presumably the wire and catheter were cut simultaneously prior to the assembly of the two piece connector. Note: this has been reported in the complaint incident report by the complainant. It can be presumed the small gauged stylet wire had been grasped by some type of snare device and pulled through the narrow confines of a pt's vasculature. Placement of a PICC catheter with the wire remaining in place is not recommended by the manufacturer. The product IFU directs the user to remove the stiffener stylet prior to trimming of the catheter to length and attaching it to the 4 fr two piece connector. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.